Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt says when trying to charge ins they have seen call medtronic screens and now sees no device found. They can't remember what the call medtronic screens said. Pt said this started a couple of weeks ago. Pt started prm during the call they got 100 for the number, and remembers trying this earlier and they got 77. After a few minutes it started charging ins and shows ins is low and controller is at 90 percent with excellent quality. Pt is now able to charge ins, so they will keep charging and if they encounter problems again they will write down the screen they see and call pats again. Additional information was received. Pt called back and says issue is still happening and wrote down the screen which is system problem rm06 and says stimulation turns off, and is most likely because battery depletes. Rtm gets warm. Controller port looks intact.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.